Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the pfna-ii blade l95 tan (part# 04.027.054s, lot# l709822 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were noted with the returned device. Functional test: a complete functional test could not be performed as the mating devices were not returned. A partial functional test was performed on the locking mechanism of the helical blade. The end cap and the screw were first disassembled from the sleeve. Upon disassembly it was observed that the screw had black biological residue/foreign material lodged onto the surfaces under the sleeve. A test was performed removing some of the residue with a pin disclosing undamaged surfaces hence eliminating possibility of corrosion. The notch of the screw was then latched onto the notch of the helical blade, and was then assembled with the sleeve and the end cap. The end cap was then fastened. The end cap was able to lock all the way leaving no gaps between the sleeve and the blade. The blade could not rotate in the locked position. The components could also be unlocked and disassembled with no difficulty. The device functioned as intended. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq as the device functioned as intended. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: -blade l75-120mm, tan f/pfna-ii blade: se_193639 rev. C -end cap, tan f/pfna-ii blade: se_193633 rev. D -screw m7x1 tan/sst f/pfna blade: se_141065 rev. G -sleeve l43.5-63.5mm, tan f/pfna-ii blade: se_193613 rev. B no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint cannot be confirmed for the pfna-ii blade l95 tan (part# 04.027.054s, lot# l709822 qty# 1) as the locking mechanism of the device functioned as intended upon assembly. While a definitive root cause could not be identified for the reported issue, it is possible that the foreign material present under the sleeve caused the issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing site: bettlach, release to warehouse date: 04.january 2018, expiry date: 01.december 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 d11: concomitant devices reported investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot part: 04.027.054s lot: l709822 manufacturing site: bettlach release to warehouse date: 04.january 2018 expiry date: 01.december 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11: d4, exp date, UDI d9: complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate d4, d9, g1

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the interlocking mechanism failed intra operatively. It was checked by using the blade by key. The blade locked in the impactor. There was a surgical delay of fifteen (15) minutes but the procedure was completed successfully using another pfna ii helical blade. This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 2 for (B)(4).